Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump reverts back to the rewind process when the escape button is pressed. The customer's blood glucose reading was 125 mg/dl at the time of incident. Troubleshooting found that the pump is stuck in the rewind loop. Customer indicated they would call back at a later time as they were unable to continue to troubleshoot.